Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that a thoracotomy was performed to implant this right ventricular (rv) lead, however, after the lead was placed, no pacing was observed at maximum outputs despite multiple attempts. The lead was attempted, but not implanted. Another rv lead was successfully implanted without incident. No adverse patient effects were reported. The return of the device is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Event description:
It was reported that a thoracotomy was performed to implant this right ventricular (rv) lead, however, after the lead was placed, no pacing was observed at maximum outputs despite multiple attempts. The lead was attempted, but not implanted. Another rv lead was successfully implanted without incident. No adverse patient effects were reported. The return of the device is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.